Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the they experienced hyperglycemia with blood glucose value 529 mg/dl. The customer blood glucose level was 549 mg/dl at the time of incident and the current blood glucose level was 491 mg/dl. The customer was assisted with troubleshooting. The customer was treated with insulin pen for high blood glucose level. Customer had using insulin pump system within 48 hours of reported high blood glucose event. Customer reports they did not contact their health care professional regarding the high blood glucose. Customer does not allege pump was under delivering. Customer stated auto mode feature was not active. Customer declined to check for possible site or in insulin issues. The insulin pump will not be returned for analysis.